Manufacturer narrative:
The device was returned to the MFR, but the complaint could not be confirmed. Investigation was performed on the device which revealed that the device performed according to the specs. Internal components were evaluated which revealed the presence of corrosion on rotor. The device was repaired and returned back to the customer.

Event description:
Customer stated that the product overheated during a procedure. A backup unit was used to complete the procedure. There was no medical intervention required and no delay in the procedure.